Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of bacterial peritonitis. The break in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was not hospitalized for the event. The patient was treated with keflex (500mg orally, two times per day for two weeks) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The patient was retrained on proper aseptic technique and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of this peritonitis was a use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.